Event description:
Transport ventilator, in flight, would not deliver breaths. No pt injury. Was not able to find out from the user if issue happened on a pt, or just in setup or testing. Device was alarming audibly and visually.

Manufacturer narrative:
At bio-med devices, our techs found that the ventilator had been mis-used. The high pressure alarm limit (which also acts as an absolute airway pressure limiter) was set way too low, at 4 cm h2o, so the ventilator could not deliver an appreciable pressure cycle (and it was alarming). We suspect that the user used the "auto-set" limit function while the breathing circuit (tube set) was open/unattached, 'sans' test lung.